Manufacturer narrative:
Concomitant product(s): a 5076-52 x2 lead, implanted: (B)(6) 2003; 2872 lead adapter, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance out of range alert due to impedance increase above the programmed alert threshold. The rv lead was found to have high and increasing impedance, high pacing thresholds, and oversensing. The alert threshold was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.